Manufacturer narrative:
(B)(4).

Event description:
The catheter was inserted into the internal jugular vein for intraoperative blood transfusion and fluid infusion used before the operation of retroperitoneal lesion resection under general anesthesia in the operating room. There was any abnormity during the process and the patient was transferred into the pediatric surgery, and the catheter was used with no issue. About 1 week later, the extension line/luer hub was found cracked during changing the injection site caps. Then remove the catheter and there was no harm to the patient.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Complaint description: the catheter was inserted into the internal jugular vein for intraoperative blood transfusion and fluid infusion used before the operation of retroperitoneal lesion resection under general anesthesia in the operating room. There was any abnormity during the process and the patient was transferred into the pediatric surgery, and the catheter was used with no issue. About 1 week later, the extension line/luer hub was found cracked during changing the injection site caps. Then remove the catheter and there was no harm to the patient.